Event description:
It was reported that the patient was experiencing worsening heart failure and the left ventricular (lv) lead exhibited 'metal touching metal'. The lv lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 bi-ventricular defibrillator, (B)(6) 2014; 6947m55 lead, (B)(6) 2014; 694958 lead, (B)(6) 2006; 511211 competitor lead, (B)(6) 2006. (B)(4).